Event description:
Translation of documentation concerning this event revealed pt had dizzy spells and headaches that were relieved by laying down. A scan showed a collapse of the ventricular system; indicating hyperfunctioning of the valve; and the valve was replaced.